Manufacturer narrative:
Unit passed selftest and displacement test. No missing segments, partial display or unexpected white display noted. Unit received with the display functioning properly. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level and the insulin pump¿s screen was showing just white screen. The customer¿s blood glucose level was 464 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.